Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 11-mar-2020.

Event description:
The customer reported blank display. There was no patient involvement.

Manufacturer narrative:
G4: 04may2020. B4: 05may2020. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.